Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). The scope was re-cultured at the site and tested positive for bacillus cereus and bacillus licheniformis.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. As part of our investigation, an olympus engineer was dispatch to observe the sampling techniques at the user facility. The engineer reported that cardboard boxes were brought into the sampling room during the scope sampling.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the endoscopy support specialist (ess). Additional information received states that the user facility utilizes cleaning and disinfectant solutions cidex opa- c concentrate. Asp johnson and johnson to clean the scope. Pre-cleaning is being performed immediately after a procedure according to olympus IFU. The endoscope being leak tested in an evotech and using an olympus mu-1 and mb-155 prior to manual cleaning.the endoscope channel being brushed during manual cleaning using two single use endochoice hedgehogg brushes and performing two visual inspections. An asp evotech ecr system. (Sn. (B)(4) is being used to reprocess the endoscope.. The minimum effective concentration being checked every cycle. The last pm for the aer 10/16/18 and there were no problems noted with the aer. The last date of the facility¿s reprocessing in-service conducted by an olympus endoscopy support specialist was 08/2/2018. There have been no changes in the facility¿s reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel are trained on how to properly reprocess an endoscope. The endoscope is being stored in an eto sterilization case. The scope undergoes routine maintenance. As part of our investigation of this report, on april 9, 2019 an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. The ess reported that there were no reprocessing deviations with the user facility¿s reprocessing methods.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for massilia species after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections: d10, g4, g7, h2, h3, h6 and h10. The scope was returned to the service center for evaluation. A visual inspection was performed on the received device and found discoloration in the instrument channel from the bending section side when inspected with an olympus boroscope. Also, noted a kink inside the channel from the bending section side. The suction channel was inspected and did not find any signs of kinks, scratches, or discoloration. Additionally, the image was inspected and the image of the scope is normal. The scope passed the leak test. The scope was purchased on november 19, 2018 with no previous repair history. Based on the evaluation, the cause of the discoloration inside the instrument channel cannot be determined. The kinks inside the channel are due to mishandling.